Manufacturer narrative:
The device was returned to olympus for evaluation. The repair center found no image displayed due to a shortage in the cable. There were intermittent horizontal streak/line in image due to a faulty charge coupled device (ccd). The device was repaired and returned to the customer. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The customer contacted olympus to report an abnormal appearance. The device was returned for evaluation where the repair center found it failed to display an image. The customer identified the device malfunction during preparation for use, there was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional information from the customer. The issue occurred at the beginning of a procedure, causing a 5 minute delay. No other devices were reported to have been involved in the event. The intended procedure was completed with a different device (product information not provided). No other devices were replaced during the procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer reported that the root cause could not be determined. As the results of the DHR review, it was confirmed that there was no unevenness. The legal manufacturer reported that the unit was delivered to the customer on june 19, 2012. The lm reported that the most probable causes for the reported event are as follows: in this case, it is assumed that due to the handling of the user, the cable unit was broken due to unexpected stress on the cable, and therefore the image did not come out anymore. It is speculated that image noise occurred because the ccd unit failed due to unexpected stress applied to the camera head by the user's handling.